Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) malfunctioned. Broken cardiosave has been reported. No patient involved, no harm reported.

Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.